Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s battery malfunctioned as they have not been able to turn their stimulation on for at least a year. There were no symptoms reported. The event date was asked but was unknown. No further complications were reported/anticipated.